Event description:
Physician was attempting to place a stent and the graft stent would not cross in the left anterior descending artery (lad), when the physician pulled it back out, the graft came off the balloon. The graft was stuck in lad and was snared out. It would not pull out of the sheath, so the graft was stuck in the right profunda. It was felt that "due to wire bias against the vessel wall, it became trapped." The cath lab has contacted the manufacturer.